Manufacturer narrative:
Complaint is not confirmed. One unpackaged ar-4020c-06 fastthread biocomposite interference screw 6 x 20 mm serial/batch number (B)(6) was received for investigation. Visual evaluation of the returned bio under the magnified lenses did not identify cracks or geometry loss. The screw received for investigation was not broken. Damage was observed on the trilobe hex area. Evaluation of the attached picture did not identify any broken pieces.

Event description:
It was reported that during a mpfl surgery the screw broke off during insertion. The broken piece was retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device from another manufacturer. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.